Manufacturer narrative:
The device is indicated as unavailable for evaluation. Without the sample or visual evidence to review, the complaint cannot be confirmed and the root cause cannot be determined. If additional information is received in the future, a follow-up report will be provided.

Event description:
Brachial placement of a #384232 firstpicc. Resulted in a deep vein thrombus and had a 70 your dwell time. Date of insertion (B)(6) 2020.